Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced slowness. A technical support specialist (tss) dialed into the station and followed knowledge article, station slowness summaries. Menus and actions took 1-773 ms, and large spikes of 1,000-13,000 ms were seen when loading patients, encounters, meds, and orders. Other knowledge article references did not apply. Tss reindexed and shrank the databases, confirmed the daily index re optimization job, and found missing indexes. Downtime was requested to repair corruption and resync the device per knowledge article, medstation es - station database corruption - sql server detected a logical consistency-based I/o error. Further investigation confirmed the production client database was missing four indexes, and tss advised following knowledge article, es 1.7 database replacement for analysts to drop and recreate the 1.7.4 client database, then complete a full sync and save a backup to electronic protected health information (ephi), which resolved the issue. Tss further advised the customer that the device's 4gb random access memory (ram) was insufficient, causing freezing, and recommended upgrading to 8gb. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had experienced slow when refilling medication, sometimes freeze and required a reboot. Station was reported to have been slow with removals, patient lists, medication lists, and logins. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.